Event description:
Additional information was received from the physician indicating that the patient's apnea is during sleep and that it started when vns was first placed. Per the physician, this was possibly a coincidence since patient's apnea has improved. Patient has dravet syndrome and dravet patients are not known to have apnea per the physician. The physician does not think that the vns caused patient's apnea. No interventions were taken regarding the apnea as it is rare for the patient.

Event description:
Programming data was received for patient from the physician for a battery life estimation. In this data , it was noted that the patient experiences apnea since 2014. Patient experienced apnea during sleep prior to generator replacement (reported in manufacturer report #1644487-2016-00442). It is unknown if the apnea in 2014 is during sleep and if it is related to vns stimulation. Patient's settings were decreased on (B)(6) 2014. Attempts for additional relevant information were made but were unsuccessful.